Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 450 mg/dl, which he treated by changing his infusion set and resuming pump therapy. The blood glucose came down without incident. The insulin pump was not returned or replaced.